Event description:
A malfunction alarm related to altitude was reported concerning a pump. There was no adverse impact on the customer's blood glucose level. The customer replaced the cartridge to resolve the issue, resulting in the pump resuming normal operation. Additionally, customer technical support (cts) provided tips to prevent future altitude alarms, and the customer acknowledged understanding of these instructions.